Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced increased thirst, fatigue, ¿mental fogginess¿, had a sweet taste in her mouth, and ¿smelt pneumonia in her nose¿. The patient¿s cgm was reading 60 mg/dl. No bg meter comparison value was reported. The patient was wearing a betabioinics ilet insulin pump. The patient self-treated with orange juice. The following morning, on (B)(6) 2025, the patient¿s cgm continued to provide low cgm values around 60 mg/dl. Due to ongoing concern, the patient went to the ER for evaluation. At the ER, the patient¿s bg meter reading was 700 mg/dl while the cgm was reading 60 mg/dl. The patient was admitted to the hospital and treated with IV fluids, an IV insulin drip, ig drip, magnesium and potassium. Once more stable, the patient was switched to insulin injections. The patient was discharged on (B)(6) 2025 (more than 24 hours in the hospital). The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient first had symptoms on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.